Event description:
It was reported by the repair technician that the device runs on its own. It is unk if there was pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the MFR for investigation and failure could not be replicated. The slide switch and spring on the index button were upgraded. The device was returned to the account.